Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's wife, that the customer was refilling his cannula and had to redo the port due to cannula being stuck. The whole piece is stuck together and it won't come off. The customer's wife stated the connector cap was stuck to the reservoir; wouldn't unscrew and had to change them out. Customer's wife stated the customer did not receive a no delivery. It was also mentioned that the customer had high blood glucose and he treated with the insulin pump. The customer's blood glucose was 527mg/dl.

Manufacturer narrative:
Reliability analysis was unable to verify the transfer guard anomaly. The transfer guard, snap-cap and septum were not returned.